Event description:
The device was returned to co with only the notation that it had broken. No info about the use of the device or the pt condition was given. Attempts to get add'l info were unsuccessful.